Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition.